Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2020.

Event description:
The customer reported getting a high blower temperature. There was no patient involvement. The service support advised the customer to run the unit again to duplicate the reported problem, but couldn't duplicate the high blower temperature. The service support suspected the blower assembly and provided the part ID. The service support was informed by the customer that replacing the blower assembly resolved the issue.